Event description:
It was reported that the ventilator had an erratic upper display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator without any reported harm or injury. There is no report of serious injury or death associated with this event. .

Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction and found a loose connection between the display and the breath delivery unit (bdu). An adjustment was made to the cable that connects the display to bdu to resolve the malfunction. The unit then passed all performed testing and operates within the manufacturing specifications.